Manufacturer narrative:
The pod was received fully deployed. An 0x18, pod has reached empty reservoir, safety alarm was observed in the pod data. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of the damage is unknown. Fluid was not able to flow through the fluid path due to the cannula being torn. A leak test was performed where the soft cannula was occluded below the tear, ratchet gear rotated, and fluid path was inspected. No other leakages were observed. It could not conclusively be determined if the soft cannula damage contributed to the reported event. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.2 cloud - smartphone hardware iphone15.3 cloud - cgm sensor type g6.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 36 and 48 hours. The device was reported for leaking insulin while wearing the pod. Treatment information was not provided.